Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced erosion at the burr hole cap. Surgical intervention took place on (B)(6) 2026 wherein the area was cleaned out and the burr hole cap was explanted and replaced to address the issue.